Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the swelling could not be conclusively determined. The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were found along the fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient blood glucose level was "high" (>22.22 mmol/l, >400 mg/dl. The pod was worn between 25 and 36 hours on the arm. Redness and swelling was observed when the pod was removed from the infusion site. Additionally, the patient experienced headache and nausea due to the high blood glucose levels. As treatment, a new pod was placed.